Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Add'l info was requested on 5/5/2011, 5/6/2011 and 5/24/2011 by phone, fax and mail. A completed questionnaire has not been received. (B)(4).

Event description:
A consumer's husband reported the following intraocular lens (iol) implant surgery, his wife has blurry vision both at distance and near. He reported his wife was treated for a corneal abrasion and is reported to be healed now. The husband reported he does not feel the abrasion has anything to do with his wife's blurry vision because, the doctor is able to correct her vision to 20/20. Add'l info has been requested.